Event description:
About a day after using it I got a complete urinary retention with crippling pain and burning. Ten days of "cipro" did not work. More tests - more medicine, did not work. I quit using it (did not have anymore) I switched to different co. Symptoms started to disappear!! More tests and more medicine, I think I am okay!! (Waiting for more urine test!) (No more retention!) Last year - it happened the same - using "coloplast" catheter!!!